Manufacturer narrative:
The device was not returned for investigation. The cause of the reported issue could not be determined. H3 other text : device not returned to manufacturer.

Event description:
The customer contacted heartsine to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow up report.

Event description:
The customer contacted heartsine to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.